Event description:
It was reported that the device does not blink all the way and only the end part of the device blinks. Procedure was completed successfully with a half and hour delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the microscope revealed no physical damage to the fiber or the catheter. Only blood was present on both the fiber and the catheter. Functional inspection: unable to test the device due to contamination. The probable root causes for the reported failure involving this device could be due to improper connection of the fiber to the port; infravision ir illuminator failure, or; possible broken fiber. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device does not blink all the way and only the end part of the device blinks. Procedure was completed successfully with a half and hour delay.